Event description:
A patient with a seven year history of regular injections with bovine collagen was injected with same in 2001 in the glabella, nasolabial folds and oral commisures. Two weeks after the injection, the patient developed erythema, slight edema and induration along the left nasolabial injection site. The patient was given intralesional kenalog on three subsequent office visits which reduced redness and swelling temporarily. Induration continues at left nasolabial injection site and physician suspects granuloma formation may be contributing factor.